Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the report of failure to produce an image was failure of the qb printed circuit board.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were confirmed. Sdi port 1 was found not working due to a faulty qb board (printed circuit board). Sdi port 2 was found to produce an image with a red hue due to faulty bi board (printed circuit board). The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image produced from sdi port 2 had a red hue on the image and sdi port 1 was not producing an image. The problem was first identified on preparation for use. The procedure was completed without a delay using the same device. There was no patient injury, associated with the problem, reported to olympus.